Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. It was reported that the staples did not form as expected. An associated device issue could not be confirmed. Visual inspection and testing found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The most likely root cause could not be identified because no problem was detected with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic right upper lobe resection, when firing, the staple failed to shape. A new reload was used to complete the procedure. There was no patient injury.